Manufacturer narrative:
The actual electrodes from the event were discarded and not available for evaluation. Instead, retained electrodes and raw material from the same lot number 0613 were evaluated. The retained electrodes and raw material foam passed an adhesive peel test within specification and reflected excellent bonding capability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.